Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3899 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC catheterization was performed according to the doctor's instructions. It was stated during the delivery process, it was found that the peripherally intubated central venous catheter had no scale.